Event description:
During post-placement dilation of transcatheter aortic valve replacement, the tavr deployment system balloon was overinflated to improve expansion of the heart valve and the balloon ruptured.